Event description:
Customer reports that the device and base smelled as if something was burning. The customer also states that there is melted plastic on the front of the device. No injuries reported. Requested return of suspect device and replacement was sent.